Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this is a revision report complaint. The patient was planned for a revision surgery due to persistent pain. During the surgery a prolongation of the construct was done (original construct was l5-s1, revision from l4-s1). The revision surgery was done due to persistent pain that the patient was experiencing and the construct had to be prolonged for one level. Procedure: revision of posterior fixation spine surgery.